Manufacturer narrative:
A partial lead with the distal portion measuring 38.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when the asymptomatic patient presented remotely through merlin.net transmission, noise on the atrial lead was observed. The atrial lead was exhibiting noise for several months. No other electrical anomalies were noted. Lead was explanted during routine device change-out procedure. The procedure was completed successfully without adverse consequences to the patient. Patient¿s condition was stable post-procedure.